Manufacturer narrative:
Of the three devices, one lot number was provided and lot history review was performed. All devices were not returned to the manufacturer for evaluation; however, medical records were provided for each malfunction and medical images were provided for one malfunction. For one malfunction, the investigation is confirmed for perforation of the inferior vena cava. For the other two malfunctions, the investigations have identified perforation. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
A review of the reported information indicated that model md800j vena cava filter allegedly experienced patient-device incompatibility. This information was received from various sources. All malfunctions involved patients with no consequences. The three patients ranged from 60-77 years of age and one patient weight was (B)(6) lbs. One patient was reported as male and two patients as female. All other details of the patients were not provided.